Event description:
A malfunction was reported on the pump, identified by malfunction code 12, and the customer initially did not reset it. There was no reported impact to the customer's blood glucose level. The customer, who is underage, was assisted by technical support in resetting the pump, after obtaining consent from a parent. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reappeared.